Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8116500. Model: sc-8116-50. Serial: (B)(6). Batch: 150366. UDI: (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient underwent explant procedure with unknown reason. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.